Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden (aab). There was occasional undersensing of atrial signals observed during atrial fibrillation (af). The aab alert parameters were adjusted for future episodes. The battery longevity is normal and lead measurements are stable. At this time, the device remains in-service. No adverse patient effects were reported.